Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010 including an ipg. It was reported the ipg can no longer communicate with the programmer or charger. An sjm representative met with the patient to try and resolve the issue. During the visit, two chargers and a programmer were used, space was added and decreased, to no avail. The patient was sent a new charger to help resolve the issue. Attempts to gather additional information were unsuccessful. No further information is available at this time.